Manufacturer narrative:
(B)(4). Failure to engage or close. The device has not been received for analysis. Upon receipt of device and completion of the failure analysis, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation, that a resolution clip device was used during a hemostatic clipping procedure. Pt's age, weight and gender were not provided. Per the complainant, during the procedure, the clip did not engage or close. The procedure was completed with another resolution clip device. Info was not available regarding the status of the pt.